Manufacturer narrative:
Although it has been indicated that the used device will be returned to angiodynamics for evaluation, it has not yet arrived. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4). Device not yet returned to manufacturer.

Event description:
As reported by angiodynamics' distributor in the UK, after a PICC was placed, it developed a "longitudinal fracture along pasv valve leading from proximal end." The PICC was removed and replace with no patient complications. The used device will be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The may 2017 angiodynamics complaint report was reviewed for the xcela pasv PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. The complaint was confirmed, as the female luer lock component of the purple valve was seen to be cracked just adjacent to the molded parting line. The most likely root cause for the crack is an over-tightened connection with a mating male luer (likely a needleless connector). Inadequate flushing of the device may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." Recommended flushing techniques are also stated in the dfu. ((B)(4)).